Event description:
It was reported that this artificial urinary sphincter developed a fluid leak and would no longer inflate. The device was explanted and replaced. No patient complications were reported.